Event description:
The puritan bennett 7202 display screen faded and intermittently blanked out when a clinician adjusted its position. The ventilator connected to the display unit shut down and alarmed "do not use." The patient was removed from the ventilator, manually ventilated and switched to a different ventilator without complication.